Event description:
It was reported that a patient with a left ventricular assist device (lvad) was experiencing difficulties taking readings due to electromagnetic interference (emi). Initial troubleshooting was unsuccessful.

Manufacturer narrative:
Section a: patient weight information was not provided. Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.